Manufacturer narrative:
Based on the description of the event, all three sealing plugs of the ecofit® cup fell out intraoperatively. Two of these could be found and were removed. One plug was only noticed in postoperative images. During a revision surgery, this plug could not be found and remained in situ. The products in question were not provided for an optical examination as they remained in situ. Since no pictures were provided either, no optical examination can be performed. The manufacturing documents and the material certificates of the plugs were checked. These did not reveal any errors. The surgical technique and instructions for use were also checked and showed no deviations. Both the instruction for use as well as the surgical technique note that in the case of pathologically altered bone tissue of the operated patient (e.g. Osteosclero¬sis), there is a risk that during impaction of the ecofit® cup into the bone the plugs may come loose from the cup. Since the products in question were not provided, several products from the same/ other batches were checked with regards to their dimensional accuracy and functionality. All of these products showed no anomalies and the plugs were firmly fixated. Based on the available information, no design or manufacturing error could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the plugs. A potential cause could be an unintentional user error, but this cannot be confirmed nor denied due to a lack of information. The event was assigned to the error pattern "technical failure (loosening of plugs)" in the associated risk management.

Event description:
The following events were reported to implantcast gmbh: "when the hip replacement cup was impacted into place, one of the sealing plugs came loose. It was not found and appears to be located within the soft tissues on the post-operative x-ray." "Two sealing plugs fell out and were removed from the site. During insertion of the inlay, the third sealing plug fell out. This went unnoticed and could not be seen on the intraoperative fluoroscopic images. It was only noticed on the postoperative x-rays. During a revision operation, the plug could not be secured or removed." Note: the ecofit® cup is being sent with a total of four plugs. The three normal plugs (ref 02200001) are pre-assembled and one central plug with thread (ref 02803100) is included but separated from the cup. Based on the description of the events, these normal plugs are affected and are considered the main components. Since it was reported that all three plugs became loose, this case was split to cover all affected products. It was split as follows: 3012523063-2026-00031: for the plug, which remained in situ. 3012523063-2026-00032 + 33: for the plugs that were recovered. The lot numbers of the plugs are known (B)(6), *38 and *39). However, it is not known, which of these remained in situ/ were recovered. Therefore, it is assumed lot *37 remained in situ and *38/ *39 were recovered. The manufacturing documents are identical for all three plugs.